Manufacturer narrative:
"The clinical analyst has reviewed the file and stated the following: the customer reported ¿at the time of vitrectomy, (after performing the surgery) the patient presented corneal opacification. Like a crystal tarnished. The procedure was suspended for a few minutes, and then they tried to complete as far as possible.¿ additional information was attempted to be obtained. However, no additional information was provided from the customer. Corneal haze describes a cloudy or opaque appearance of the cornea. The cornea is normally clear, so corneal haze can impair vision. Although the haze can occur in any part of the cornea, it is most often found within the thicker, middle layer of the cornea, called the stroma. Corneal haze is most often caused by inflammatory cells and other debris that is activated during trauma, infection or surgery. Corneal haze is usually successfully treated with steroid eye drops. Corneal haze following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and; the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal haze post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. There is insufficient information regarding the patient¿s ocular history and the surgery details.¿ the lot complaint history was reviewed for the consumable product; this is the first complaint for the finish goods lot and first for this issue. The DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after a combined cataract extraction and vitrectomy procedure the patient presented corneal opacification. Additional information has been requested, but none as been received to date.

Manufacturer narrative:
All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews. A minimum single normal level l inspection is performed for every lot manufactured. This product is terminally sterilized and all sterilization cycles are reviewed before product is released. Primary incoming component bags are reviewed by qa before release to production. Labeling associated with bss requires the user to not use unless outer over wrap is intact, product is clear, seal is intact and bag is undamaged. Additionally, it states under warnings: the use of additives with this solution may cause corneal decompensation. Since no lot code has been provided, it is impossible to ascertain which filler filled this bag. (B)(4).

Event description:
A completed questionnaire was received from the surgeon indicating that after 10 minutes the cornea became cloudy. Membrane peeling could not be performed. A topical osmotic was required.